Event description:
Reporter (risk manager) states that the autopulse lifeband load distributing band would not stay secure. Reporter states that the air bladder in the band inflated and the velcro holding the two-part band together separated and could not be placed back together. There is no further info at this time. Several attempts to contact the user (biomed) were made before learning that he was no longer employed by the reporting agency, and therefore, no further info could be obtained. The autopulse (ap) is indicated only as an adjunct to manual CPR. In the event of malfunction, caregivers should revert to manual CPR. The autopulse in this case was not implicated as the cause of death or serious injury.

Manufacturer narrative:
The belts of the returned lifeband were cut by the user as their standard practice. As a result, simulated use testing could not be performed. However, the key components associated with any potential inflation (the air bladder and foam) as well as the fastening/alignment features (velcro and the plastic tab) were inspected, and were confirmed to be free of any damage that could contribute to the reported over inflation. All key components were found to be within our dimensional specification. The air bladder was also subjected to functional tests by the OEM manufacturer to verify inflation/deflation properties. The results of this functional testing verified that the air bladder from the returned lifeband performed per the design intent, which prevents over inflation due to increased pressure inside the air bladder. The air bladder is designed to equilibrate with the atmospheric pressure by allowing air to enter the bladder when the ambient atmospheric pressure is significantly higher than the bladder's internal pressure. The valve closes when equilibrium is reached. The typical pressure gradient between atmosphere and the air bladder being small, the bladder cannot overinflate unless a high pressure air source (e.g., compressed air) is applied. The valve has 4 channels to allow the air bladder to reach the state of equilibrium with the atmosphere. With just one channel open, the air bladder may deflate slower but still cannot over inflate. In our experience, if the velcro is not fastened properly, with the alignment tab inserted completely into its matching slot per the instructions for use, the velcro fastening can come abruptly loose during normal use.